Event description:
It was reported that during transport from the cath lab to the ccu, the vent shut off without an alarm. After a few seconds, the ventilator turned back on and displayed reset. It stayed on a few seconds longer and then reset again. No patient harm reported.